Event description:
The facility representative contacted baxter to report a colleague infusion pump that had an "alarm failure register and is activate". The event occurred during patient therapy. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is currently unknown

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the grey colored hydrocanister lid of the unicel dxc 800 synchron chemistry analyzer cracked. No injury was reported.

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that failure code 12:306:399:0169 occurred once on (B)(6) 2010 during infusion which caused an interruption during delivery.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a software failure. No repair is needed for the reported condition at this time. A service history review revealed that this device was not previously serviced for the reported condition. The user interface module master software version for this device is 5.04.00, categorized as unremediated.